Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 55cm optease vena cava (vc) filter punctured the release sheath as it was advancing within the release sheath. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The indication for filter insertion was deep vein thrombosis (dvt), and the vessel size was measured. The sheath that comes with the filter was used for access. The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 55cm optease vena cava (vc) filter punctured the release sheath as it was advancing within the release sheath. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The indication for filter insertion was deep vein thrombosis (dvt), and the vessel size was measured. The sheath that comes with the filter was used for access. The filter was never in an acute or sharp bend during delivery, and the delivery sheath was not kinked at any time. The vessel dilator was kept in the sheath introducer until the desired deployment location was reached. An ¿optease vc filter ous, 55cm femoral only¿ was reported in a product complaint. The returned components, received inside a plastic bag, included the obturator, cannula, filter, filter introducer, and vessel dilator. The devices were unpacked for evaluation. During the visual inspection, the filter introducer was found inserted into the obturator, which exhibited a kinked or bent section approximately 37.5 cm from the distal end. The filter itself was observed inside the cannula. No additional anomalies or damage, such as perforation of the cannula, were observed during the visual analysis. A dimensional analysis was conducted to verify the correct outer diameter of the obturator. Measurements were taken near the kinked section and confirmed to be within specification. To assess functionality, the obturator was inserted through the cannula to determine if the filter could be advanced, as it had been observed inside the cannula. The filter was successfully advanced without any issues. The vessel dilator was also inserted through the cannula and passed through smoothly, without resistance. During both insertion and withdrawal of the obturator and vessel dilator, no resistance, friction, or obstruction was observed between the components. No damage was noted on the cannula or filter during the functional test. A thorough microscopic analysis was performed on the received filter, and no anomalies, defects, or signs of damage were observed. The reported ¿filter-impeded¿ was not observed during the product analysis. The filter passed through the cannula smoothly with no resistance felt. The exact cause of the difficulty encountered cannot be determined, however, filter advancement difficulties may be related to patient vessel characteristics. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. Note: if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.